Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown morphine (13mg/ml, 2.856mg/day) in an implantable pump spinal pain. A motor stall and tube set message were seen upon initial interrogation of the pump . The patient denied having a recent MRI. The patient went through withdrawals. The issue began over the weekend or maybe friday. The hcp asked for the pump off password to "kill" the pump. Additional information was requested from the hcp, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp). The patient experienced increased pain and went to the hospital. The pump would not start after being interrogated so the pump was completely shut off. The cause of the event was not determined and the event had not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.